Event description:
It was reported while using bd facsymphony¿ so biohazard waste was leaking outside instrument. The following information was provided by the initial reporter: it was reported that there is a dcm drip. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe being worn at time of leak and during clean up? Yes. Steps taken with customer/troubleshooting: samples look okay but cst does not complete. They have replaced all of the orings on the sample probe including the bal seal. There is also a pm due on this instrument. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Additionally, on (B)(6) 2020, the fse provided the following additional information: sheath was dripping but it's considered bio - hazard because sample is taken up from there.

Manufacturer narrative:
After further review MFR#2916837-2021-00057 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facsymphony¿ so biohazard waste was leaking outside instrument. The following information was provided by the initial reporter: it was reported that there is a dcm drip. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe being worn at time of leak and during clean up? Yes. Steps taken with customer/troubleshooting: samples look okay but cst does not complete. They have replaced all of the orings on the sample probe including the bal seal. There is also a pm due on this instrument. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Additionally, on 2020-02-09, the fse provided the following additional information: sheath was dripping but it's considered bio - hazard because sample is taken up from there.